Event description:
The report received indicated that after the catheter was removed from the package, part of the yellow brite tie was missing. Consequently, the product was not used.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.